Manufacturer narrative:
(B)(4). H2 additional information. H6 investigation conclusion - additional.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2024. On 06/07/2024, the patient experienced a skin reaction with itching, blisters and infection underneath sensor pod area. The reporter stated that they waited a few days for the abscess to mature and then drained it at home with a sterile needle. The patient´s parent is a doctor and performed an incision and drainage to the skin reaction. The patient was provided terra cortril and pain medication to relieve pain. At the time of the report, the patient was in stable condition. No additional patient or event information is available.